Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2003, the patient presented with following pre-op diagnoses: l3-4 discogenic low back pain; discogram confirmed/degenerative disc disease, status post previous l4 to sacrum fusion. For which, patient underwent following procedures: anterior lumbar interbody fusion l3-4 using ba cages packed with bone morphogenic protein (two cages). Per op notes, the end plates of the vertebrae l3-4 were decorticated through the cages using angled curette. Bone morphogenic protein was then packed into each one of the cages and thrombin soaked gel foam laid down over top of that. On (B)(6) 2003: patient got discharged. Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.